Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal bupivacaine 30,000 mcg/ml at 4,500 mcg/day via an implanted pump and morphine 1000 mcg/ml at 150 mcg/day via an implanted pump for spinal pain. It was reported on (B)(6) 2021, the pump segment of the catheter was removed and 21 centimeters (cm) from the spinal segment was removed and replaced. The return status was ¿no return-customer discarded¿. It was further reported the doctor was unable to aspirate from the catheter access port (cap) chamber during a normal elective replacement indicator (eri) replacement of the pump. A back table prime was performed. During this, he replaced the pump segment of the catheter with an 8784 and trimmed to 9.7cm. After connecting to the new pump with catheter, he was still unable to aspirate. No further revisions scheduled at this time. There were no known factors reported. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked but unknown.

Manufacturer narrative:
Product ID: 8780 serial#: (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type: catheter product ID: 8784 serial#: (B)(4) implanted: (B)(6) 2021 explanted: product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the inability to aspirate during the procedure was not determined. No additional actions/interventions were taken or planned. As of the date of the reporter, the hcp had not heard from the patient regarding any concerns.